Event description:
A customer contacted global technical service (gts) regarding a check heater line alarm that appeared on the homechoice (hc) during fill 1. The home patient (hp) stated the heater bag frangible did not separate correctly and she was unable to clear the alarm. Gts assisted the hp with the end of therapy procedure. The hp would discard the supplies and start over with a new setup. There was no serious injury or medical intervention reported. Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding a check heater line (chl) alarm. The hp had stated that she had not tightened the connection between the bag and the cassette and it had become dislodged during therapy. The hp stated that the disconnection between the bag and the cassette had caused the alarm. The sample was discarded and a companion sample was not available. The lot number was unknown. The hp had no issues starting therapy over with new supplies. There have been no issues with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a check heater line alarm was confirmed. Based on the information gathered during baxter's investigation, the root cause was determined to be the supply bag disconnecting without falling. The label review found the labeling adequate for the use error in this complaint. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.